Manufacturer narrative:
During investigation for unrelated complaints, there were 3 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 11</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a occlusion issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-67 years of age and between 160 and 230 pounds. Of the reported patients, 3 were male, 8 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: of the 11 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning.